Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 485 mg/dl at the time of incident. Customer was treated with insulin shot. Customer was tired. Troubleshooting was declined. Customer also reported that there was a space inside the set that looks like air bubbles with a size of pinhead. The insulin pump will not be returned for analysis.